Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 145.321s, lot: 3768p97. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: january 12, 2023, manufacturing site: jabil bettlach, expiry date: january 01, 2033. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the matrixneuro sterile kit std 4 had no signs of issue, only part of the original package is shown. The lot number etched on the devices are not visible in the available visual evidence, however, the breakage condition can be confirmed for one of the kits. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the matrixneuro sterile kit std 4. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2023 a head of a screw sheared off intraoperatively. Surgeon decided to keep the screw in the patient. There was no patient harm and no delay to surgery. Two packs were opened, but it is unknown what pack the screw came out of. No further information provided. This report is for one (1) matrixneuro sterile kit std 4. This is report 2 of 2 for complaint (B)(4).